Manufacturer narrative:
Concomitant medical products: product ID 3057, serial# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient felt pain in their back from lead placement. Patient was not feeling stimulation, turned on their programmer and got an immediate 'settings not available' message. After pressing okay, patient received a message saying no lead attached. Patient checked their connection and stated that everything was plugged in. Patient was later told that their leads were not placed correctly and needed to be deeper. No further complications were reported.